Event description:
The customer reported that the device's voice prompts are not english.

Manufacturer narrative:
Physio-control investigated the reported incident and determined that the device catalog number was entered incorrectly into the customer's order. A replacement device was provided to the customer.